Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit for two patients. Patient 1's initial result was 162.0 mmol/l on another roche analyzer, and the repeat result was 171.3 mmol/l on the cobas pro ise unit. Patient 2's initial result was 151.1 mmol/l, and the repeat result on another roche analyzer was 137.6 mmol/l. The repeat result was deemed to be correct. The customer wanted to verify that the result for patient 1 was correct and repeated it on the cobas pro ise unit and received the higher result. They noticed other samples did not match the patient's history when they initiated a look back. The results for patient 1 were not released outside of the laboratory.

Manufacturer narrative:
The sodium electrode lot number is dvb68 with an expiration date of 15-apr-2026. In the provided alarm trace, there were sample probe: sample short and sample probe: abnormal aspiration alarms. A field service engineer (fse) determined that a vacuum solenoid had failed and replaced it, and performed a decontamination on the line. Calibration, qc, and a precision check were successful. The investigation is ongoing.

Manufacturer narrative:
It was provided that the customer determined that the initial result for patient 1 of 162.0 mmol/l was correct. The alarms present in the alarm trace report provided by the customer are consistent with a sample quality issue. The investigation determined that the service action resolved the issue.